Event description:
Clinical study # 0501027 utn. It was reported that during a coronary drug eluting stenting treatment procedure, mild balloon withdrawal resistance occurred. The 1st lesion was a 3.5mm. 80% stenosed, bifurcated 16mm long portion of the mid left anterior descending artery (mid lad). The physician treated the target lesion with pre-dilatation and successful placement of a taxus liberte' 3.50x32mm drug eluting stent. The 2nd lesion was a 3.0mm, 90% stenosed, 16mm long portion of the mid lad with mild vessel tortuosity. The physician treated the target lesion with pre-dilatation and successful placement of a taxus liberte' 3.00x16mm drug eluting stent. Both stents were post dilated and both target lesions had 0% diameter post - procedure stenosis. During withdrawal of the stent delivery system and the balloon after the inflation from the mid lad, there was mild balloon withdrawal resistance from the stent. There was no deflation difficulties, the balloon was deflated and removed as usually. The event was resolved without treatment. There were no reported complications. The pt was discharged the next day. This product is only ous approved , but it is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.